Event description:
It was reported that unstable speed occurred. A rotapro 1.50mm was selected for percutaneous coronary intervention (pci). During the procedure, it was noted that the rotational speed goes up and down. The set rotational speed was 180,000 rpm, but the maximum number of rotations observed was 220,000 the rotational speed fluctuated between 140,000 and 220.000 rpm. The procedure was completed with another of the same device and no patient complications were reported.